Event description:
The customer reported the following event to agilent technologies: pt was placed in scanner being monitored by the m1275a transport monitor along with a ventilator. Scanner tests were completed. Pt seemed to be ok during tests. However, when pt was to be removed from scanner, he was in full cardiac arrest. Monitor and ventilator did not alarm visually and audibly. ECG and sp02 were turned on. Pt suffered severe brain damage.